Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On an unreported date, the patient made a mistake/touch contamination. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. During the hospitalization, the pd catheter was removed for an unknown reason and the patient was placed on hemodialysis (hd). Treatment was not reported and on an unreported date in 2011, the patient had recovered from that event. The patient was discharged on (B)(6) 2011. Pd therapy was withdrawn on an unknown date in 2011. The nurse stated the event of peritonitis was not related to pd therapy and did not comment on the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.